Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a device not detected on bus error message for its drawers prior to start of the procedure, causing drawers inaccessible for stored medications. Customer stated that the devices required a hard reboot to restore its functionality and added that multiple devices were affected with this same error. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers were not being detected on the communication bus and its cables required to be reseated. A field service engineer reseated the bus cables to resolve. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-feb-2022 to 09-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on the bus. The issue was resolved by reseating all bus cables, also performed preventive maintenance and the drawer working properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system displayed a device not detected on bus error message for its drawers prior to start of the procedure, causing drawers inaccessible for stored medications. Customer stated that the devices required a hard reboot to restore its functionality and added that multiple devices were affected with this same error. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.